Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical representative reported via phone call that the customer experienced hyperglycemia. Customer's blood glucose level was 325 mg/dl at the time of incident. It was reported that the event was not serious in nature and the subject recovered without sequela on (B)(6) 2019. The event was anticipated. The customer¿s other blood glucose level was 264 mg/dl. The customer¿s ketone reading was 1.6 at 12:31 am. Customer did not report any symptoms and treatment related to high blood glucose level. The insulin pump will not be returned for analysis.